Manufacturer narrative:
Complaint allegation was confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is design issue. (B)(4) was implemented. The changes being implemented are due to a product improvement initiative to address complaints related to the ar-9676 drive shaft seizing/binding during use. (B)(4) was opened to address the issue of the parts binding/sticking together.

Event description:
On 12/12/2023, it was reported by a sales representative via (B)(4), that an ar-9676 angled reamer is binding. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.